Manufacturer narrative:
Device was received and evaluated. Leak check was performed. Service noted unable to water dunk test due to foreign material inside the biopsy channel. Forceps passage test performed and failed, boroscope used to check passage and found foreign material inside biopsy channel. Suction flow test failed due to clogging. In addition, dents, scratches observed on the d/e plastic (distal end) cover. Crack glue observed on a-rubber (bending section). Insertion tube found with minor buckles. Corrosion observed on k-lever and forceps ad (up/down) left arm. The guide wire tension was unable to check due to clogged biopsy channel. Evaluation findings found the customer reported issue of "object seems to be stuck in channel" was confirmed as clogged biopsy channel with foreign material observed during inspection. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "object seems to be stuck in channel ". The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to incorrect user handling, a stent was suctioned into the biopsy channel and then stuck; or the user¿s reprocessing process performed after the previous procedure and/or the inspection prior to use for the concerned procedure differed from IFU recommendation. Additionally, it is possible that foreign material entered the biopsy channel unintentionally for some cause from the inspection prior to use for the concerned procedure to detection of the event. The event can be prevented by following the instructions for use (IFU) which state: operation manual: 3.6 inspection of the endoscopic system: inspection of the instrument channel and forceps elevator: ¿1. Confirm that the forceps elevator is lowered, then insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. Operation manual: 4.1 insertion: air/water feeding and suction: suction: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ reprocessing manual: 1.4 precautions: ¿all channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿ olympus will continue to monitor field performance for this device.